Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material adhered to forceps elevator / a-rubber (bending section cover) was dirty, due to the device being returned to olympus without completion of reprocessing at the user facility. The foreign material was unable to be identified. Based on the results of the investigation, it is likely that the inside of the light guide (lg) lens was dirty due to physical stress caused by hitting the distal end of the device or dropping on distal end, or chemical stress caused by chemical solution used, glue around lg-lens peeled off and moisture entered inside of lg-lens and corroded. The event can be prevented by following the instructions for use (IFU): "IFU: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection shows how to detect the events. IFU: evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the events." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during reprocessing in preparation for annual inspection, wrinkles and discoloration were found on the connecting tube of the subject device. The subject device was sent to an olympus service center for annual inspection. During inspection and testing, foreign material was found on the forceps elevator and there was dirt on the inside of the light guide lens and on the bending section cover. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, foreign material was found on the forceps elevator due to insufficient cleaning and there was a gap in the adhesive which resulted in dirt on the inside of the light guide lens and there was dirt on the bending section cover due to insufficient cleaning. The reported issues (discoloration and wrinkles on the connecting tube) were confirmed during testing. The connecting tube was discolored due to deterioration caused by reprocessing and the connecting tube was wrinkled due to the resin being cracked because of chemical stress applied during reprocessing. In addition, there were scratches on multiple parts of the device due to handling, angulation was insufficient and the play in the angulation knob was out of standard due to wear of the angle wire, and the distal end cover was dented. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.